Event description:
The patient reported the cannula of her insulin infusion set "kinks when she rolls over" at night. She stated she is 8 months pregnant and she shifts all the time as she is "pregnant and uncomfortable." She said because of her movement the infusion set sometimes comes out. The patient was advised on different techniques to apply the infusion set. No blood glucose or other physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.